Event description:
The customer contact reported the piercing pin of the tubing set fell out of a blood container. A primary plumset was being used to deliver an unspecified volume of normal saline, via a plum a+ pump. At an unspecified time, the secure lock male adapter of the secondary tubing set was connected to an unspecified port of the plumset to deliver two separate blood containers of unspecified volumes of leukocyte reduced red blood cells (lprbcs). The customer contact reported that after the first blood container of lprbcs was delivered, the nurse disconnected the piercing pin of the secondary tubing set from the first blood container and inserted the piercing pin into the port of the second blood container. It was reported that when the nurse squeezed the cylinder of the secondary set, the piercing pin of the secondary set fell out of the blood container. The customer contact reported that approximately 60ml of lprbcs leaked. The secondary tubing set was replaced and the therapy was resumed. The blood container remained in clinical use. There were no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. The lot number of the device that was in use is unk. The customer contact identified two possible lot numbers (plots). A representative device from the possible lot numbers 220405h or 280775h is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.